Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with a self-monitored blood glucose of 407 mg/dl despite changing supplies and sensor, and subsequently transitioned to multiple daily injections per healthcare provider guidance. Symptoms included elevated blood glucose. Outcomes included user off the ilet and using subcutaneous insulin via pen, including correction doses of rapid-acting insulin and basal insulin administration. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed the cause of hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and the event was managed with therapy adjustments per healthcare provider direction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.